Event description:
It was reported by service report that the height adjustment racks are bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: height adjustment racks.